Manufacturer narrative:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) had a issue of some buttons not working on unit. Users surfaced touch screen intermittently unresponsive. Other than that, unit fully functional. Alexis chase completed touchscreen calibration via accessing service mode, touch screen calibration. Post calibration, touch screen responsive. Chase confirmed resolution over the phone via testing touch screen on standby mode. Customer unable to replicate fault. Service completed. H3 other text : issue resolved over the call.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily checks, some buttons of the cardiosave intra-aortic balloon pump (iabp) unit are not working. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a